Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c4/5/6 ossifica tion of anterior longitudinal ligament and cervical anterior fusion. It was reported that when attempting to grasp the zevo plate using the dts guide, it could not be securely held, and the looseness was significant. The protrusion of the dts guide did not fit into the slot located on the side of the plate. The same issue occurred even when using thezv dts adjustable clamp. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4), part # 3032028 lot # nm16h086. Visual and functional inspection confirmed the guide is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.